Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided. The cause of the elevated bg was unknown. Customer delivered a bolus via the pump to address bg. Tandem technical support performed a pump system check and found the pump was performing as intended. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.